Event description:
Per the reporter, the catheter wasn't implanted "right"; the catheter was revised but still didn't work. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).